Event description:
Procedure type: colon resection. According to the reporter: after firing of the instrument it could not removed out of the situs. Despite several manipulations the eea could not be removed, but anastomosis could be set without problems with new instrument because it was an open surgery. Then the defective instrument was removed.

Manufacturer narrative:
(B)(4).